Manufacturer narrative:
The insulin pump was received with detached end cap, cracked case on display window corners, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads. No loose drive support disk noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of damage and loose drive support cap from the insulin pump. The customer's blood glucose reading was 370 mg/dl. The customer was not sure if the pump was dropped or bumped. The customer will be sent a replacement pump.